Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had a fall where they hit their head and got a 3-inch-long gash in their head. The patient went to the ER and they cleaned it up and took an MRI which confirmed everything looked good in terms of not having a cracked skull. However, the caller reported that when they turned off the dbs and then back on again the patient ¿pretty much started having a seizure type episode and confusion¿ until they turned off the device. The caller reported it occurred prior to the MRI. When they got home they decreased both sides down to zero and then turned it back on and increased to 1.2 and both sides were lower than it previously was, but the patient was doing ok for the moment. The caller was wanting to know if the fall could have moved the implanted component that would have caused the strange reaction. The caller reported they did call the managing hcp office and the doctor¿s nurse told them to call the manufacturer. It was recommended to schedule and appointment with the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the device causing the seizure like episodes is unknown. To resolve the issue the patient turned off the device for the seizure like episodes then decreased the voltage literally prior to turning the device back on. The issue was resolved.